Manufacturer narrative:
Philips service replaced the bios battery and reinstalled the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the geo pc failed to boot due to bios battery and software issues on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.